Event description:
Reporter used a 3m nexcare bandage to cover an insect bite and polysporin on their torso. Within one hour, reporter experienced extreme irritation. When they removed the bandage, it left a perfect outline of the adhesive boundary, with one area -approximately one inch long- so irritated it was raw. Reporter still has an outline of the bandage, three days later.